Manufacturer narrative:
This device was not returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. Because the device was not returned to mmdg, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that they had a set that was leaking around the filter. Mmdg followed up with the initial reporter, who stated that the patient had not experienced any adverse effects due to the complaint. (B)(4).

Event description:
The initial reporter stated that they had a set that was leaking around the filter. Mmdg followed up with the initial reporter, who stated that the patient had not experienced any adverse effects due to the complaint. (B)(4).

Manufacturer narrative:
This device was returned to mmdg for evaluation. A DHR review could not be completed because no lot number was provided. When the device was returned to mmdg for investigation, the complaint was confirmed. The administration set filter did leak. The issue can be traced to the filter supplier.